Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 29) with multiple cartridges during the load process. The customer's blood glucose was 256 mg/dl. Customer was successfully able to load a new cartridge. The pump would continue to be used for insulin therapy but the customer confirmed that an alternate method of insulin delivery was available.